Event description:
The hosp reported that at the completion of the coronary artery bypass graft procedure, the heartstring seal didn't unravel completely during the removal process. The surgeon used two stiches to repair the torn anastomotic site. No additional pt complciations were reported by the hosp.